Event description:
Additional information suspected that the pump had flipped again. It was indicated that the "3rd replacement," the physician "put in on left flank over the iliac crest and it worked for about 9 months". On the day of this report, the patient was in for refill and the nurse was unable to find the port. It was reported that the patient was fine and still had 4 days of medication left. The physician was considering trouble-shooting.

Event description:
The health care provider reports the pump flipped 3 times. A pocket revision was done as the patient is morbidly obese at 300 plus pounds. The patient had no solid tissue, just fat so the sutures would not hold; no pocket tissue. The hcp reported that "when the patient sat up the fat would roll up and hit the pump like a tsunami". The hcp also reported that he did not know that visceral sutures would absorb and that when he had placed that pump, that is the type of suture material he used. He had to go back in when the pump flipped and use non-absorbable sutures. He had to go in again because that didn't hold. The third time he went in and moved the pump to the back of the patient instead of the abdomen because there was tissue to secure the pump at that location. He said after that the patient was more comfortable and the pump stayed in place with no issue. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: the device system was used to deliver dilaudid 12.5mg/ml at 7.833mg/day; bupivacaine 12.5mg/ml at 7.883mg/day; baclofen (compounded) 400mcg/ml at 7.883mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).

Event description:
The following information previously reported in mfg report 3007566237-2012-01694 is relevant to mfg report 3004209178-2012-10161 "suspected that the pump had flipped again. On the day of this report, the patient was in for refill and the nurse was unable to find the port. It was reported that the patient was fine and still had 4 days of medication left. The physician was considering trouble-shooting."

Event description:
Additional information received reported that the patient had twiddlers syndrome. It was noted that the twiddling issues went back to 2005 when the pump was placed.